Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) retracting power cord not pulling out.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the reported issue. The fse found the power cord to be stuck inside on the side of the helium tank compartment. So, the fse adjusted the power cord and pulled out the whole cable and allowed to retract fully into the power cord reel. The fse performed this task three times every time the power cord would reel back in with no issues. The fse then performed all functional checks and calibrations. The unit passed all tests and was then ready for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) retracting power cord not pulling out. There was no patient involved.